Event description:
It was reported that there was a knee revised due to instability. Took out the 9mm ps insert and replaced with a 11mm ps.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Manufacturing date corrected. An event regarding instability involving a x3 triathlon insert ps#8 9mm was reported the event was not confirmed. Device evaluation could not be performed as the device was not returned for evaluation. Device history review indicated that all devices accepted into final stock met specification. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves a knee revision due to instability. The insert was exchanged for a thicker insert. The exact cause of the event could not be determined because further information is needed. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a knee revised due to instability. Took out the 9mm ps insert and replaced with a 11mm ps.